Manufacturer narrative:
D4: unique identifier (UDI) : unknown. H4: device manufacture date: unknown. Correction information b4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. D9: device available for evaluation? Evaluation summary: the user didn't have a replacement bs-ll1. The customer decided to keep it and repair it on its own. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was due to the voltage drop or life span of the lithium-ion battery. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
D4:serial no is unknown. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Per the initial report, customer used the bs-ll1 with the fnl-10rbs, and very often the light didn't work, sometimes the light did a strobe light and shut down. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.